Event description:
The hcp reported that since the middle of october 2003, the patient has been experiencing the return of symptoms including increased spasms and itchiness. The last refill had been 10/2003 with lioresal 2000mcg/ml. The daily dose of lioresal prior to october 2003 was 372mcg/day. The patient was being supplemented with oral medications since the middle of october. Two roller studies were done- 10/2003 and 11/2003 - both showing no roller issues. The catheter was replaced in 11/2003. The patient continued to require increases in intrathecal lioresal with the daily dose up to 516mcg/day. At the last refill, the estimated reservoir volume was 3.1 ml and the actual was 16ml. The plan is to repeat the roller study and do a dye study.